Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the screen went blank while patient was recharging and it was beeping every 3-5 seconds. Steps for resetting the recharger (insr) were reviewed with the patient. Patient stated she did not see the manufacturer splash screen. Patient was not using al when frozen screen occurred. Patient was recharging when the frozen screen occurred. It was reported that troubleshooting resolved the reported issue. It was reported that there was no stimulation as insr was not functioning. It was reported to be a sudden change in therapy. Patient does not intend to follow-up with any healthcare provider. No further complications were reported/anticipated.